Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0454272v, implanted: (B)(6) 2004, product type: lead. Product ID: 3387-40, lot# j0454272v, implanted: (B)(6) 2004, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
A health care provider (hcp) reported the implantable neurostimulator (ins) was not able to be turned off for an electrocardiogram (ECG). The ins was to be replaced, but the hcp was not certain of the reason for the replacement. The patient's indication for use is parkinson's dual. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from a healthcare provider (hcp) reported that the ins was replaced by another hcp and they did not see the patient on (B)(6) 2015.